Event description:
Customer reported a cracked and unresponsive touchscreen on an insulin pump, making the device illegible and unusable. No adverse impact was reported on the customer¿s blood glucose level, as it remained below 500 mg/dl. The customer was informed that a replacement pump would be sent, and instructions were provided for returning the problematic pump.